Event description:
The user facility reported that during a procedure the urethane layer of the mini guide wire got sheared or fractured off. Follow up communication with the user facility reported: the mini guide wire was used in combination with a metal needle; and it is unknown whether the sheared/fractured piece has been retrieved from the patient's body.

Manufacturer narrative:
(B)(4). The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to evaluation of the user facility information. The production lot number and product code was not provided by the user facility, which prevented review of applicable production or complaint records. Although the exact cause cannot be definitely determined based on the available information there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not use a metal cannula as an entry needle. Withdrawing the mini guide wire through a metal cannula or advancing a metal cannula over the mini guide wire may result in shearing of the mini guide wire or scraping of its plastic coating. This may lead to damage to the blood vessel or the sheath, as well as release of fragments from the wire into the blood stream." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00316 to provide additional information and current product sample evaluation. The involved device is not available and the lot number is unknown. Therefore, the investigation was based on the evaluation of user facility information current product sample from the reported product code. Visual inspection showed no anomaly along the total length. Magnifying inspection of the outer surface revealed no anomaly. The outside diameter met manufacturing specifications. The urethane outer layer was peeled off from the wire intentionally for checking the adhesion level of the urethane outer layer to core wire. No anomalies were observed. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the urethane layer of the actual mini guide wire sample was sheared off with the involved metallic needle when the needle was withdrawn in the state of having contact with the surface of the actual mini guide wire sample. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2014-00316 to provide additional information and current product sample evaluation.